Event description:
During an in-clinic follow-up, decreased defibrillation impedance was observed on the right ventricular (rv) lead. Technical support was contacted and recommended replacing the lead, although no intervention has been performed. The patient was stable and will continue to be monitored.